Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on june 04, 2015.

Event description:
End user reports open red area approximately 25 mm at 3 o'clock position, non draining. End user states it bleeds slightly when she removes wafer to change it. End user states it has been like this for one year, and further reported that she was wearing another product when it started. She informed that she switched to convatec product and it seems to get a little better, but not completely. End user states she will be having surgery at the end of this week to try to correct her skin and the diagnosis is chronic cellulitis ulcer. The end user further reports she has taken both oral and intravenous antibiotics to try to help but, does not remember the names of them. She went on to further state the doctor applied duoderm thin last thursday to the area.